Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter signal had interference and the case was completed by changing the catheter. Upon follow up, bwi received the information on (B)(4) 2013 (which changed the alert date) that showed the signal was interrupted in all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time.